Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the pacemaker was found in backup mode. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.